Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via a manual injection. Customer declined to troubleshoot the issue with tandem technical support as they were going to be speaking with their healthcare provider and trainer, therefore no additional information was obtained.